Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the close door alarm which was caused by a failed lower latch switch on the lower auxiliary assembly. The lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed close door. It was also reported that there was no patient involvement.